Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in adverse event and/or product problem, outcomes attributed to adverse events, or type of reportable event of the MDR form. This supplement is being filed to modify information in adverse event and/or product problem, outcomes attributed to adverse events and type of reportable event to align with the reported event.

Manufacturer narrative:
Investigation: per the customer, the patient's last known hct was (B)(6), which had been obtained the previous day. Per the customer, this was unusually high because the patient normally ran at (B)(6).the customer returned a used spectra optia set for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, occlusions or missing parts. Flow of fluid was observed throughout the set and in the inlet, return and channel lines. Witness lines on the upper and lower loop bearings verified the set was loaded correctly. No disposable defects were identified. The run data file was analyzed for this event. The signals from the red blood cell (rbc) detector indicate it is possible that the operator could have been observing indications of hemolysis in the plasma line. The signal for hemolysis was observed shortly after the procedure started and the patient was connected. The first ¿cells were detected in plasma line from centrifuge¿ alarm appeared at about 4 minutes into the procedure. This alarm was occurring throughout the procedure and can be an indication that hemolysis may be possible. Based on the information from the run data file, the alarm was properly triggered. It appeared that the operator was attempting to increase the patient hematocrit (hct) per the recommendations from the alarm screen; however, this did not help clear the alarm. Increasing the patient hct would only help if the patient¿s hct was entered too low and the interface was not properly setup. Decreasing the patient hct would not help if hemolysis was occurring. Based on the signals it appears that the hemolysis may have been present from point at which the patient¿s plasma was introduced at the rbc detector. Therefore it cannot be ruled out that the hemolysis could be related to the patient¿s condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had been treating a patient with a red blood cell exchange (rbcx) procedure when they witnessed very dark plasma and had several alarms of 'red cells seen at rbc detector'. The terumo bct clinical specialist recommended increasing the hematocrit (hct) and reducing the inlet anticoagulant (ac) ratio. The customer then stated that the interface looked cloudy as well, indicating possible hemolysis. The patient became unwell after approx 70ml of red cells were exchanged. The operator stopped the procedure and disconnected patient. She also sought medical help. While the medical team was determining the next steps for the patient (after approximately 10 minutes), the patient became agitated. As they were making efforts to calm the patient down, the patient suffered a cardiac arrest and expired. The patient was not connected to the machine at the time. The patient information is not available at this time.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was placed for the machine. The terumo bct service technician tested the cassette plate, fan failure, sensor pressure, level sensor, over-voltage protection, occlusion, interface and all were functioning per manufacturer's specifications. An autotest and simulated run were successfully completed. Based on the information provided by the customer, after 70ml of rbc exchange, the patient became unwell resulting in the operator stopping the procedure and disconnected the patient. Shortly after disconnecting the patient from the machine, the patient expired. Per information provided by the hospital, the patient death was unrelated to a malfunction of one of terumo bct¿s devices. Root cause: no issues were identified with the returned exchange set. Per the customer, cause of expiry was confirmed not to be related to any terumo bct devices.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. The patient's weight and gender were obtained from the run data file (rdf).

Manufacturer narrative:
Additional information: follow up information provided by the customer indicated that the cause of expiry was due to extensive sickling crisis in vital organs.